Event description:
Following the advisory for externalized conductors, although there was no allegation of externalized conductors, the lead was capped and replaced prophylactically. The patient was in stable condition throughout the procedure.